Event description:
It was reported that when an asymptomatic patient presented in clinic, non-sustained lead noise due to post-paced t wave oversensing was observed. Programming changes were made. A week later, non-sustained lead noise due to post-paced t wave oversensing was observed via remote transmission. Further programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.